Event description:
It was reported that a cartridge alarm 1 occurred. A cartridge change was performed resolving the issue. Additionally, it was reported that an occlusion alarm occurred. Customer changed supplies to address the issue and a minimum fill notification occurred after the user filled the cartridge with (B)(4) units of insulin during the load sequence. A cartridge change was performed resolving the issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.